Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported an issue with the monopolar curved scissors (mcs). There was no patient harm due to this event. Intuitive followed up and confirmed that the mcs was reported as defective by the system and it was no longer possible to operate the instrument. The wires were sticking out at the jaws. The device was of course inspected. The instrument did not collide with another instrument. Issue occurred during surgical preparation. No fragments fell into the patient. The instrument has been replaced by another. It was completed robotically with the original configuration.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.